Event description:
During attempted ventilation of patient, end cap on medline jackson-rees circuit blew off creating significant leak. The bag could not inflate or generate positive-pressure ventilation, posing a serious patient-safety risk. Investigation of disposable found the ridges on the top valve/ side port, that are designed to secure the green cap, were either absent or significantly worn down on the medline jackson-rees 1l bags from lot numbers 25ibc934 and 25ibk064. All impacted product removed from stock at hospital and surgery centers. Issue reported to medline. Medline confirmed that on [redacted] within the last year they made a material change to the set, utilizing a new elbow, component (B)(4). A medline business decision had been made to outsource production of the elbow. Medline has rebuilt our sets with an elbow component ((B)(4)) that does not include the side port that caused the issue. [Redacted] had been using this custom medline set, im #(B)(4), medline #dynjaa246, tubing jackson rees 7ft peds since [redacted]-approximately 7 years without incident. Confirmed with medline and [redacted] that no other institutions use the combination of the elbow with ridged top valve/ side port and the press on green cap in any standard or custom set.